Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that a representative (rep) assessed the patient on (B)(6) 2017 and it was determined that the battery and leads were within normal limits. The cause of the burning sensation was unknown and was pending further evaluation from the patient's neurosurgeon. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-19. The rep stated that it was unknown what actions/interventions were taken to resolve the burning sensation at the implantable neurostimulator (ins) site., the cause was not determined, and the issue has not been resolved. It was recommended that the patient schedule an appointment with their managing physician, but it was unknown if the patient had set up an appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing the implantable neurostimulator heating up (a heating sensation at the implantable neurostimulator site for the past three months ((B)(6) 2017). When the sensation occurs, the patient notes that the site looks slightly flush. The patient usually has the implantable neurostimulator off so when the event occurs they just leave the implantable neurostimulator off and deal with the sensation. They don¿t really do anything to resolve it. When the implantable neurostimulator is on, therapy is covering areas of pain. The sensation occurs during charging and just normal use of the implantable neurostimulator. It occurs when stimulation is on or off. The sensation is similar to a hot flash; it¿s just localized to where the device is and goes away after a few minutes or less. The patient was on an airplane a couple of weeks prior to the report and noticed that the sensation was worse while they were on the plane. There was no trauma or fall associated with the issue. The manufacturer representative ran impedances at 0.7 volts and everything was in range. They had attempted to run impedances at 3.0 volts, but that was too strong for the patient. They ran a check at 1.5 volts, checked different reference electrodes, and again everything was within normal range from around 700-1082 ohms. Group impedance was run on group b which was 346 ohms. It was reviewed that the device seemed to be f functioning normally and that the health care provider should examine the issue from a medical perspective, rather than from a device perspective. There were no further complications reported.